Manufacturer narrative:
Trackwise ID 748781. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 739929. The hospital reported error on the diathermy forceps of the vasoview hemopro 2.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "3190" to "2981". The device was returned to the factory for evaluation on 01/11/2023. An investigation was conduced on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot #25163443 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.